Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted using an unknown delivery sheath. After the procedure, the patient noted with chest pain and cardiac tamponade. A pericardiocentesis was performed, but there was no improvement. Patient required a open chest procedure to drain the liquid. The patient was reported recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of angina, pericardial effusion, and cardiac tamponade were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted on left atrial appendage using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure the activated clotting time levels (act) was >250, <350. A heparin was administered. The physician recaptured the device 3 times. After the procedure, the patient noted with chest pain and cardiac tamponade. The transesophageal echocardiogram (tee) showed a pericardial effusion in the pericardium around left ventricle. A pericardiocentesis was performed, but there was no improvement. Patient required a open chest procedure to drain the liquid. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient had a prolonged hospitalization due to the event. The patient was reported recovering.

Manufacturer narrative:
Nab5 - describe event or problem: corrected/updated to replace previous. H6 - medical device problem code: removed code 2993 adverse event without identified device or use problem, added code 2682 patient-device incompatibility - implant-related tissue damage.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the left atrial appendage using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, the activated clotting time levels (act) was between 250 seconds and 350 seconds, and heparin was administered. The physician recaptured the device 3 times before the device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. After the procedure, the patient was noted to have chest pain. The transesophageal echocardiogram (tee) showed a pericardial effusion and cardiac tamponade in the pericardium around left ventricle. A pericardiocentesis was performed, but there was no improvement. Patient required an open chest procedure to drain the liquid. The patient had a prolonged hospitalization due to the event. The patient was reported recovering.